Manufacturer narrative:
Updated blocks: b5 and h6.

Event description:
Additional information was received, that the reported issue occurred, during use of the device for cardiopulmonary bypass (cpb). As a mitigation, a clamp was placed on the line distal to the heat exchanger. The surgical procedure was completed successfully. There was no delay, blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: reported on 13jul2021, the team had a situation with the heart lung machine (hlm) where the four inch cardioplegia roller pump apparently was losing occlusion over time. The roller pump was not changed out, and there was no blood loss or delay in the procedure.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr spoke with the perfusionist who stated that the occlusion was set on the cardioplegia roller pump before the case and at the end of the case the occlusions were off and there was a slow drip. The perfusionist also stated that this had happened previously on 2-3 consecutive cases during a date range of (B)(6) 2021. The fsr visually inspected and tested the roller pump and found no issues. The roller pump deflections and measurements were within specification. The roller pump occlusion knob moved freely and operated as expected. The unit operated to the manufacturer's specifications. (B)(4).

Event description:
It was reported that the cardioplegia roller pump was not properly occluding. No other details regarding the nature of this event were provided.